Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the wire was fully intact. The customer's complaint of a broken sensor wire was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a reported broken sensor wire. The sensor was inserted into the abdomen. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.